Event description:
It was reported that the insulin pump fell into the water and moisture is visible in the insulin pump. Blood glucose value is 5.6 mmol/l; customer using insulin pen. Nothing further reported.

Manufacturer narrative:
Insulin pump received with corrosion traces at motor assembly. No traces of moisture found at electronic assembly. Device received with cracked case at display window corners, severely scratched lcd window and shifted end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.